Event description:
The hosp reported that during a coronary artery bypass procedure, one heartstring iii seal would not deploy. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Eval: the device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed. (B)(4).